Event description:
Customer reported, a 65 yr old male had surgery on 04-17-97, a prostatectomy-radical retropubic pelvic lymphadenectomy. He had bilateral penrose drains placed. On 04/20/97 the left drain was removed and found to be short. A kub (examination of kidneys, ureters and bladder) revealed a retained penrose, and the pt was returned to surgery for its removal on 04-22-97.

Manufacturer narrative:
The actual sample was not returned. No lot info was provided. Co checked files for similar complaints against this product and found none. Without the actual sample it is impossible to determine the cause of the reported event. However, the penrose drain is a very thin walled latex tube that can be easily damaged if nicked by sutures, forceps, scalpels or other instruments commonly used in surgical procedures.